Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test due to motor error alarm. However, insulin pump passed rewind test and displacement test. Motor passed motor test. Insulin pump had broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that there was damage on the battery compartment and it was getting detached. Customer reported that the drive support cap appears normal. Customer was able to successfully clear the alarm and able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.